Event description:
It was reported that the device failed accuracy testing. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device failed all three accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.